Event description:
Proceed mesh implanted on (B)(6) 2008, during a hernia repair. Return to surgery on (B)(6) 2012, found that the mesh had eroded through the sigmoid colon. The mesh as well as a portion of the colon was surgically removed.